Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and called tandem technical support to inquire why the last bolus calculation was less than expected. Reportedly, the customer delivered a correction bolus at 11:08 a.m. And entered a blood glucose (bg) value of 289 (mg/dl), and the pump recommended a bolus of 2.78 units. The customer expected to see a value closer to 10 units. Reportedly, the customer overrode the bolus request and delivered 10 units of insulin. Review of bolus history with tandem technical support showed that the customer's insulin on board (iob) was 16.4 units and had 3 hours and 21 minutes remaining, and educated the customer regarding iob. The customer did not know that iob was subtracted from the correction portion of the bolus and understood the information.